Manufacturer narrative:
The product was returned for inspection. The report received from the affiliate indicated that a total of four (4) enterprise vrd and delivery devices were found to have been accumulated in a corner on the floor of the angiography suite. The only information obtained from the physician was that these devices did not work well during the procedures. There was no information available regarding the product issues with the devices, any procedural details, or if the devices were all used in a single patient/case or in four different patients/cases. There was no reported patient injury. Attempts to obtain additional information have been unsuccessful. The microscopic analysis of this enterprise stent found a strut of the stent was kinked/bent. One non sterile enterprise and delivery wire was received coiled inside a plastic bag. The enterprise stent was received into a small plastic bag. The introducer tube was not received for analysis. The delivery wire presented a kinked and a bent at the distal end. No other anomalies were observed with visual inspection of the received unit. The enterprise stent was inspected under microscope and presented a kink on one of the struts. A lab sample microcatheter was used to perform a functional test, the delivery wire (without stent) was able to go through the microcatheter without any resistance or friction. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01427231. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the lack of information no conclusion can be made regarding the difficulty encountered using the enterprise vrd or the timing of the kinked strut observed on the returned device. With review of the device history records, there is no indication of any manufacturing issues. Therefore, no corrective actions will be taken at this time. Please note that this is the initial/final report for this product.

Event description:
The report received from the affiliate indicated that a total of four (4) enterprise vrd and delivery devices were found to have been accumulated in a corner on the floor of the angiography suite. The only information obtained from the physician was that these devices did not work well during the procedures. There was no information available regarding the product issues with the devices, any procedural details, or if the devices were all used in a single patient/case or in four different patients/cases. There was no reported patient injury. Attempts to obtain additional information have been unsuccessful. Addendum: the analysis indicated that a strut of the enterprise stent was kinked/bent upon microscopic examination.